Event description:
The pt treated on the hemodialysis using asahi rexeed-18sx on (B)(6) 2009. The pt complained of generalized itching especially palms and scalp within 13 minutes after onset of the hemodialysis. The skin of palms took on a reddish hue. Then the pt felt tightening of the throat and took benadryl orally. Because the symptoms continued, 25mg of benadryl was given to the pt intravenously and the hemodialysis session was discontinued. The hemodialysis restarted using another rexeed-18sx double primed with 1000ml of saline. The pt had swelling tongue and was treated with 2mg of epinephrine. The treatment was provided till the last. The pt called the hospital and complained of swelling under the tongue. The pt was transported to emergency room, was treated with solu medrol and released.

Manufacturer narrative:
The symptoms observed in the events are considered to be a dialyzer reaction. Although the symptom of a swelling tongue is not explicitly stated in the instruction for use, it is understood to be a symptom related to dialyzer reaction. If the device is not primed according to the instructions for use, the presence of residual contaminants may cause adverse events. Asahi has enhanced the priming instructions to ensure safer use by revising the presentation of warning and precautions. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unk cause. "Handbook of dialysis 4th ed." John t. Daugirdas et. Al., lippincott, williams & wilkins, 2006.